Event description:
It was reported that five ultrasonic scalpels were received at the facility with damaged outer boxes and the pouches that the devices were in were damaged as well.

Manufacturer narrative:
A visual inspection of the returned shipper carton and chipboard box revealed extensive structural damage. All five of the returned packages had structural damage as well. The sterile barrier was intact for the device (B)(4). Device (B)(4) had a tear and puncture in the lid. Device (B)(4) had a crack in the tray. The devices with (B)(4) were ruptured at the end seal. Based on the visual evidence, it is likely that a significant force was applied to the side of the shipper carton near the label end of the box. This force caused the damage to the chipboard box as well as the compression damage to the trays. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.